Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary the multiple drawers was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer cubies were not shown on the bus. A field service engineer powered down the station and reset the row board connection on the drawer controller board to resolve this issue. The system functioned as intended after the field service engineer repaired the device.